Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent cartridge alarms (cartridge alarm 1) occurred with multiple cartridges. Reportedly, the cartridge was cracked. The customer's blood glucose level was in the 300's (mg/dl) with trace ketones and it was addressed with a manual injection/correction bolus via the pump. The customer loaded a new cartridge.